Manufacturer narrative:
Product analysis: device was returned loaded in guide catheter with guidewire. Kinks were evident along the hypotube. The balloon returned with blood visible in the balloon and inflation lumen. Negative prep did not detect leak due to large blood present in inflation lumen. On pressurisation of the device, a leak was observed on the balloon distal cone, outside the balloon folds. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloons distal cone. The balloon material was jagged and uneven at the tear site. Stent was returned badly deformed and bunched. Image review: review of the procedural images confirm the presence of a tight calcified lesion in the tortuous left coronary vessel. An unknown stent device is delivered to a lesion in the proximal to mid vessel resulting in a dissection. The target lesion is pre-dilated prior to delivery of the resolute onyx device. The images capture the attempted inflation of the balloon and expansion of the stent. The proximal and first distal stent wraps are partially expanded; however the balloon does not appear to be inflating further indicating the presence of a leak. Contrast is visible in the vessel indicating the presence of a leak. The images do not capture the removal of the device and subsequent stent deformation. (B)(4).

Event description:
It was reported that the physician intended to use a resolute onyx rx coronary drug eluting stent to treat a lesion. There were no abnormalities reported in relation to anatomy. It was reported that the balloon burst/leaked during the first inflation. No intervention was used to remove the device from the patient. The patient status post-procedure is alive with no injury.